Event description:
The customer reported that the monitor cart will not complete bootup.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the software and checked the system operation. The system functions as intended.